Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a consumer from the (B)(4) of vomiting, break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, a break in aseptic technique occurred, described as "did not wear a mask?. On (B)(6) 2011, the patient was diagnosed with peritonitis manifested by abdominal pain and vomiting. The cause of the peritonitis was a break in aseptic technique. The patient was hospitalized on (B)(6) 2011 for the peritonitis. On an unknown date, the patient began remedial therapy of gentamycin (4mg/l of pds) and ciprofloxacin (1000mg, IV). The patient was discharged from the hospital on (B)(6) 2011. It was unknown if dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore, the outcome for the event of break in aseptic technique was unknown. It was unknown if the vomiting resolved. The event of peritonitis resolved.